Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 502 (mg/dl) and ketones. Customer indicated that bg level will be treated with a bolus administered by the pump. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change supplies and consult with health care provider to discuss diabetes management.